Event description:
It was reported that a malfunction alarm occurred. The customer continued using the pump for insulin therapy. Customer¿s blood glucose level ranged from 77-127 mg/dl. In addition, it was reported that the pump time was inaccurate, cause was unknown. Customer corrected the pump time to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.